Event description:
Additional information received reported their improvement to their symptoms of urgency, frequency, and can't empty had been minimal. It was noted they were working with their doctor to address the issues including experimenting with turning the implantable neurostimulator (ins) off. It was stated that it was better with it on than off as their symptoms were a 10 with it off and about 7-8 when it was on. It was noted the patient had an x-ray done.

Manufacturer narrative:
Product ID 3889-28, lot# va0wem1, implanted: 2015 (B)(6); product type lead product ID neu_pt m_prog; product type programmer, patient. (B)(4).

Event description:
The consumer reported they have not had any results since implant, and they were not trained on their device. The patient had trouble sleeping because, she had to use the bathroom constantly. The patient had trouble emptying the bladder, so the settings were increased to 1.3 volts and then up to 1.5 volts. However, symptoms were getting worse with increasing settings as the patient felt "like [she] had to go to the bathroom". Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.